Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. See scanned page.

Event description:
The customer reported that he believes the insulin pump maybe was calculating too much insulin. The customer stated that his glucose level dropped after a bolus sometimes as low as 40mg/dl. The customer stated that he is not sure about the performance of the device, and he requested a replacement of the insulin pump. No further info was provided.